Manufacturer narrative:
The lead under complaint was not returned for analysis. The investigation is thus based on the inspection of the quality documents associated with the manufacture of the lead and the ICD as well as on the analysis of the ICD itself. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for about 52 months and 50 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was confirmed in the right ventricular channel, which led to multiple charging cycles and shock deliveries. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was confirmed in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. Based on the analysis, the integrity of the lead cannot be assured.

Event description:
After an implantation period of approx. 52 months, oversensing with inappropriate therapies on the right ventricular channel was reported.